Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02898. It was reported the pt experienced heating and redness at the ipg pocket site when stimulation was on. It was reported the pt felt the site cooling down and the redness dissipated when the system was turned off. F/u identified the pt also reported pocket heating during charging. The pt stated he has lost weight since implant and the physician advised replacing the ipg and moving the site deeper. Surgical intervention will be undertaken at a later date to address the issue. A replacement charger system was sent to the pt. No further info is available at this time. On (B)(4) 2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.